Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance, eventually reaching out-of-range measurements above 125 ohms. Technical services (ts) reviewed the event and stated that lead calcification was suspected. The generator is a non-boston scientific device. No adverse patient effects were reported. This rv lead remains in service.